Manufacturer narrative:
Corrected data: (d10)(h3) the glide catheter and implant were received. The delivery pusher was not received for evaluation. The device was returned with implant stretched and tangled. The implant was stuck in the microcatheter with portions hanging out of the distal end of the catheter. The implant gel is broken with a tail. X-ray was performed on the catheter to examine the implant inside the lumen. Inside of the catheter, the implant is stretched. The proximal end of the implant seems to be bunched up and tangled. The returned catheter does not contain any notable damage. The catheter was dissected, and the implant was inspected. A significant amount of dried blood was around the implant's attachment glue bond, and the coil was confirmed to be stretched at this location. The reported complaint is confirmed. The implant was found detached and stretched in the microcatheter with the distal section stretching out from the distal tip of the microcatheter. Due to the damage observed on the implant, the device most likely experienced a pull force over specification, which would have resulted from retraction forces being placed on the device due to it becoming stuck (likely within the aneurysm based on the location of the stretching). The bunched up proximal end of the implant most likely occurred when various attempts to push the implant out were made. The returned catheter did not display any notable damage that would have caused or contributed to the device becoming stuck. The physical evaluation of the device could not identify a definitive cause for the implant to become stuck; the time frame for the coil placement is unknown, so it is possible that the repositioning time exceeded the 30 minute window stated in the IFU, which then resulted in the implant becoming stuck in the microcatheter.

Manufacturer narrative:
The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer; therefore, an analysis of the device could not be conducted. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during treatment of an abdominal aortic aneurysm, an embolization implant coil detached from the delivery pusher. The detachment occurred during advancement and half of the implant coil was within the aneurysm. Attempts to push the coil out of the catheter and into the aneurysm were unsuccessful. The catheter was removed in hopes that the coil would be removed as well, but access was lost during the trans lumbar approach. The coil was hanging out of the body and the physician began to pull the coil. The coil unraveled during removal, but all of it was pulled out of the patient. No patient injury or intervention was reported.